Event description:
It was reported that a vns patient underwent a full replacement surgery on (B)(6) 2016. The generator was replaced due to battery depletion and the lead was replaced due to a lead discontinuity. The patient's vns system was tested upon the connection of the new lead to the new generator and the system diagnostics returned the impedance results within the normal limits. The explanting facility discarded the explanted device; therefore, no analysis can be performed. The review of the manufacturing records confirmed that the lead passed all the functional tests prior to the distribution. The review of the available programming and diagnostic data did not reveal any programming anomaly or device issue.